Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient was implanted with an ipg on (B)(6) 2007. It was reported that her stimulation stopped and she was experiencing difficulty re-initiating therapy. A reprogramming consultation has been requested for the patient. No further information is available.